Event description:
Patient revised on (B)(6) 2020 due to dislocation 2 weeks after primary surgery. Surgeon explanted the 135/145 40/+3 standard humeral cup and replaced it with a 135/145 40/+6 stability humeral cup.